Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent in the gusset and distal region. A string-like fiber was wrapped around the distal tip of one haptic. The anterior optic surface was scratched, the optic was torn and split with a cut-like appearance, and the optic was torn/split/cracked on a post of the lens case. A lens fold test was not conducted due to optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/21/2009 and 06/08/2009 by phone, fax, and mail. A completed questionnaire has not been received.

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens did not fold properly; the injection and positioning of the iol caused a capsule tear. The iol was removed and replaced during the same procedure. Additional information has been requested.